Manufacturer narrative:
No product has been returned and a valid serial number has not been provided. The serial number as reported by the customer (B)(4) was found to have been rejected and scrapped during the manufacturing process. This particular serial number never completed the manufacturing process and was never distributed. It is not possible that the reported serial number could have been processed to a finished kit and shipped to a customer. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specifications. A tripped trend review was conducted for the reported complaint and fs libre sensors, no trends were identified that would indicate any product-related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted.

Event description:
A customer reported the adc freestyle libre sensor detached after 7 days of wear during sleep. On (B)(6) 2019, as a result of the customer not having a mode to monitor their blood glucose, the customer had hypoglycemic symptoms and was treated in the hospital with IV glucose. The customer was diagnosed with hypoglycemia. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported the adc freestyle libre sensor detached after 7 days of wear during sleep. On (B)(6) 2019, as a result of the customer not having a mode to monitor their blood glucose, the customer had hypoglycemic symptoms and was treated in the hospital with IV glucose. The customer was diagnosed with hypoglycemia. There was no report of death or permanent injury associated with this event.